Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure treated two lesions. The mid lad was de novo, bifurcated and 80% stenosised. Direct stenting was performed with the 3.0 x 12 mm promus stent, resulting with 0% residual stenosis. The distal lad was de novo, bifurcated and 65% stenosed. Direct stenting was performed with a 2.5 x 18 mm promus stent, resulting in 0% stenosis. The pt had been taking asa and plavix pre and post procedure. At the six month follow up the pt required total vessel revascularization. No additional event or pt info is available.

Manufacturer narrative:
Stenosis is listed in the promus IFU, is a known adverse event associated with coronary stenting. As there was no reported product malfunction at the time of the procedure, there does not appear to be any indications of a sds quality deficiency. It should be noted that the promus IFU states: pre-dilate the lesion with a ptca catheter. Reportedly, no pre-dilatation ws performed prior to implanting the promus stents. A conclusive cause for the reported pt effects and the relationship to the promus sds, if any, cannot be determined. The second promus, (part 1009527-18b, lot 8012141), is being filed under the same MFR#.